Manufacturer narrative:
Premature infant, diagnosis: preterm newborn, very low birth weight, respiratory failure, 29 weeks at birth, jaundice, hypocalcemia. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a premature infant had a PICC line inserted on (B)(6) 2019 for tpn, smof lipids and IV fluids infusions. There was a tri-fuse extension and needle free connector attached to the PICC line. Per the facility's policy, the tpn tubing was changed every 24 hours down to the tri-fuse, but the needle free connector remained in place for the life of the central line to maintain a closed system. On (B)(6) 2019 at 1500 a new tubing, tri-fuse and tpn bag was set up. The pump module was programmed to decrease the rate of infusion for the tpn from 2.4ml to 2.1ml per hour and the smof lipids that had been running at 0.6ml/hr were discontinued per order. At 1800 the pump module alarmed occlusion. The needle free connector on the end of the PICC had been in use for approximately 9 days. The nurse found d5 tpn with lytes and heparin 0.5 units/ml was leaking between the trifuse and the needleless connector. A PICC team nurse was unable to obtain blood or flush the clotted PICC line. The doctor ordered the PICC line to be discontinued and a central line was placed for long term IV fluids and tpn.